Event description:
The event is reported as: complaint alleges: surgeon reported the capio bullet needle had gotten dislodged from the suture and got stuck in the sacrospinous ligament, and the surgeon decided to leave it, because it would have been too dangerous to retrieve. No pt complications. No reported pt injury.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective actions can be implemented due to the lack of product sample and batch number to perform a proper investigation and determine the root cause. Customer complaint cannot be confirmed due to the lack of product sample and batch number to perform a proper investigation and determine the root cause.